Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address their bg. Customer loaded a new cartridge to address the issue. Glucose level.